Manufacturer narrative:
(B)(4).

Event description:
Patient received inappropriate shocks due to noise on lead. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 lead capped due to noise. New rv lead placed. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.